Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. The connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No unexpected low battery alarm were noted. Pump passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no motor error alarm or no unexpected no delivery alarm noted. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error message. Customer stated insulin pump had no delivery alarm, act and down button make clicking sound with press, drains battery much faster than usual. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.